Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)/abnormal blood loss') in an adult female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine from 2013 to 2016, miscarriage, intrauterine device removal, multigravida, parity 2 and nervous system disorder. Concomitant products included caffeine;paracetamol (excedrin aspirin free) from 2014 to 2018, drospirenone;ethinylestradiol (adrienne) from january 2013 to june 2014, ethinylestradiol;norethisterone acetate (loestrin) from february 2013 to july 2013, iron since september 2018, paracetamol (tylenol) from 2014 to 2018 and sumatriptan (imitrex) from january 2013 to june 2014. On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pain in extremity ("leg pain"), menstruation irregular ("irregular cycles"), hot flush ("hot flashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("fibroids"). In march 2014, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), dizziness ("dizziness") and nausea ("nausea"). In march 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (ablation, dilation and curettage and scheduled hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, genital haemorrhage, anaemia, dizziness, abdominal pain, pain in extremity, weight increased, menstruation irregular, hot flush, dysmenorrhoea, vaginal haemorrhage, nausea and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, anaemia, dizziness, dysmenorrhoea, genital haemorrhage, hot flush, menorrhagia, menstruation irregular, nausea, pain in extremity, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per pfs is (B)(6) 2013. Scheduled hysterectomy essure not removed (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 66 kg/sqm. Imaging procedure - in june 2013: not provided; in june 2013: total bilateral occlusion. Ultrasound scan vagina - in june 2013: total bilateral occlusion. Lot # 58565 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-dec-2020: pfs received. Event: nickel allergy added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 58565-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) and sumatriptan (imitrex). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pain in extremity ("leg pain"), menstruation irregular ("irregular cycles"), hot flush ("hot flashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), dizziness ("dizziness") and nausea ("nausea"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (scheduled hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, anaemia, dizziness, abdominal pain, pain in extremity, weight increased, menstruation irregular, hot flush, dysmenorrhoea, menorrhagia, vaginal haemorrhage and nausea outcome was unknown. The reporter considered abdominal pain, anaemia, dizziness, dysmenorrhoea, genital haemorrhage, hot flush, menorrhagia, menstruation irregular, nausea, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: scheduled hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2013: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: pfs received-new event irregular cycles, hot flashes, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dizzines were added. Concomitant drug and lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)/abnormal blood loss') in an adult female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine from 2013 to 2016, miscarriage, intrauterine device removal, multigravida, parity 2 and nervous system disorder. Concomitant products included caffeine;paracetamol (excedrin aspirin free) from 2014 to 2018, drospirenone;ethinylestradiol (adrienne) from (B)(6) 2013 to (B)(6) 2014, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2013 to (B)(6) 2013, iron since (B)(6) 2018, paracetamol (tylenol) from 2014 to 2018 and sumatriptan (imitrex) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pain in extremity ("leg pain"), menstruation irregular ("irregular cycles"), hot flush ("hot flashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2014, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), dizziness ("dizziness") and nausea ("nausea"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (ablation, dilation and curettage and scheduled hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, genital haemorrhage, anaemia, dizziness, abdominal pain, pain in extremity, weight increased, menstruation irregular, hot flush, dysmenorrhoea, vaginal haemorrhage and nausea outcome was unknown. The reporter considered abdominal pain, anaemia, dizziness, dysmenorrhoea, genital haemorrhage, hot flush, menorrhagia, menstruation irregular, nausea, pain in extremity, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per pfs is (B)(6) 2013. Scheduled hysterectomy essure not removed (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 66 kg/sqm. Imaging procedure - in (B)(6) 2013: not provided; in (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-nov-2020: pfs received: event fibroids added and surgery d& c added to event fibroids, ablation added to event menorrhagia and made medically significant and intervention required due to surgery. Medical history, concomitant drug ,lab test and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 58565-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), abdominal pain ("abdominal pain") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (scheduled hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, anaemia, abdominal pain, pain in extremity and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, genital haemorrhage, nausea, pain in extremity, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 58565) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), abdominal pain ("abdominal pain") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (scheduled hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, anaemia, abdominal pain, pain in extremity and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, genital haemorrhage, nausea, pain in extremity, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 7-apr-2020: plaintiff fact sheet received. Reporter and patient demographics were added. Essure lot number added. Injury event was replaced with abnormal bleeding (general), blood or heart disorder/condition type: anemia, nausea, abdominal pain, pelvic pain, leg pain, weight gain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)/abnormal blood loss') in an adult female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine from 2013 to 2016, miscarriage, intrauterine device removal, multigravida, parity 2 and nervous system disorder. Concomitant products included caffeine;paracetamol (excedrin aspirin free) from 2014 to 2018, drospirenone;ethinylestradiol (adrienne) from january 2013 to june 2014, ethinylestradiol;norethisterone acetate (loestrin) from february 2013 to july 2013, iron since september 2018, paracetamol (tylenol) from 2014 to 2018 and sumatriptan (imitrex) from january 2013 to june 2014. On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pain in extremity ("leg pain"), menstruation irregular ("irregular cycles"), hot flush ("hot flashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("fibroids"). In march 2014, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), dizziness ("dizziness") and nausea ("nausea"). In march 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (ablation, dilation and curettage and scheduled hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, genital haemorrhage, anaemia, dizziness, abdominal pain, pain in extremity, weight increased, menstruation irregular, hot flush, dysmenorrhoea, vaginal haemorrhage and nausea outcome was unknown. The reporter considered abdominal pain, anaemia, dizziness, dysmenorrhoea, genital haemorrhage, hot flush, menorrhagia, menstruation irregular, nausea, pain in extremity, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per pfs is (B)(6) 2013. Scheduled hysterectomy essure not removed (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 66 kg/sqm. Imaging procedure - in june 2013: not provided; in june 2013: total bilateral occlusion. Ultrasound scan vagina - in june 2013: total bilateral occlusion. Lot # 58565 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.